Event description:
It was reported that during a da vinci-assisted surgical procedure that an error occurred on universal surgical manipulator (usm) 1. The error occurred at the end of the procedure. The system logs confirmed error 319 occurred against the usm. The site performed a hard restart of the patient side cart (psc) with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the customer could use the system as a 3-usm system. The site stated they would move the psc out for the next case. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the usm was replaced on the same day by the isi field service engineer.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm for failure analysis investigation. The unit was analyzed, and the issue was confirmed as having occurred in the field error logs and was replicated in-house. The unit was tested on an in-house system, where it failed in normal mode due to error 319. The unit also failed the check all boards testing. A gold printed circuit assembly (pca) was installed to troubleshoot. The unit passed testing on the second try. Visual inspection of the unit yielded no findings related to the reported problem.